Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The caller successfully resolved the issue by reloading the same cartridge, which allowed them to resume insulin with the pump.